Event description:
Olympus (oekg) was informed by the head nurse at the user facility that the customer hiq+ croceolmi grasping forceps ¿jaws aren¿t responsive at all.¿ the customer reported problem occurred during a cholecystectomy. The broken area is between the jaws and it is completely loose. There was only a couple of minutes delay, and the procedure was completed with a replacement device. No death or injury and no harm to patient.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, the jaws do not open due to a defective pull rod. The transmission rod near the jaws is broken, and the distal pulling wire is clearly deformed. This damage indicates that excessive force is very likely exerted on the item when the jaws are open. A manufacturing and quality control review was performed for the affected lot number without showing any non-conformities or deviations regarding the described issue. Based on the investigation results, the legal manufacturer determined the cause for this issue is likely due to improper handling (excessive force) by the user. Olympus will continue to monitor the occurrence rate of the reported phenomenon related to the device.